Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain. On the same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. The patient was retrained in proper aseptic technique. At the time of the report, the patient had not been discharged from the hospital and was recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The exact age of the patient was not reported; however, it was reported that the patient was in their 60's. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.